Event description:
Ge healthcare identified an issue internally wherein, under certain circumstances, the settings may revert to the factory defaults following a core services reload. There was no related patient harm.

Manufacturer narrative:
Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226. A1-6: not applicable as the issue was internally identified. D4: not available at this time. Ge healthcare's investigation is on-going. A follow-up report will be submitted when the investigation is completed.